Manufacturer narrative:
Philips investigated this complaint. Philips confirmed that the ground plate that was installed by philips through the field corrective action (72200248) to prevent that footswitch pedals got bent had been removed by the customer. Philips replaced the footswitch by a new model that has the ground plate. No further actions will be taken by philips.

Event description:
It was reported to philips that the pedal of the footswitch of the system was bent. No patient harm has been reported to philips.